Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had a scale marking issue. The following information was provided by the initial reporter: the "3ml syringes do not have graduations on syringe body. These were found in the medication preparation areas".

Manufacturer narrative:
Pr 9020914 - follow up MDR for device evaluation. It was reported the syringes have no graduations. To aid in the investigation, two photos of a 3ml luer lok syringe from lot 3209795 were received for evaluation by our quality team. One image shows the top web side of two packages with all applicable product information. The second image shows a syringe in a sealed package with all the scale markings missing. The condition observed in non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 309657, lot 3209795. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3209795 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.